Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "close door error. Pump will not shut off" was reproduced. A review of the event history log revealed multiple occurrences of the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the loose upper link screw found during internal inspection. The link required to be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had close door error and the pump won't shut off. This occurred during an unspecified process step in the biomedical service department. There was no patient involvement. No additional information is available.